Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the right eye one day following lasik treatment. The patient reported light sensitivity. The topical steroids were increased and a flap lift and rinse was performed. The symptoms resolved four days following onset.